Event description:
The patient sustained a fracture, which was not healing. The surgeon chose to remove the implants, graft the bone and reimplant. Poly wear of the cup was noted intraoperatively.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.